Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing and elevated thresholds. The lead was repositioned without complication on (B)(6) 2015.